Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and returned due to the patient's high defibrillation thresholds. Later, the device was retrieved from archives for additional testing on the capacitors.